Event description:
Information received by medtronic indicated that the insulin pump had low battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
S/w 4.11e. Retainer ring = black. On (B)(6) 2021 customer reports short battery life, and low battery alarm. Pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcab2 and battery tube during visual inspection. Also, found in the pump history multiple low battery alerts on (B)(6) 2021 06:50:00. And (B)(6) 2021 10:13:00. Due to moisture damage electronic assembly. Unit had cracked battery tube threads, cracked case corner of belt clip rails, label damage. Unit p-cap / test reservoir lock in place properly. In conclusion, pump received with unexpected low battery alarms in the pump history file due to moisture damage electronic assembly. (B)(4).